Manufacturer narrative:
Visit to user facility immediately after event revealed that the revolution product was operating within specifications. Issues with use and training are summarized in the attached visit summary.

Event description:
Pt was anesthetized on the prone platform of clear access table, with revolution device attached to perform pt rotation. During rotation, pt went into cardiac arrest. Staff had difficulty quickly disconnecting revolution for emergency pt egress. Pt was accessed and treated and recovered with no permanent ill effects.